Event description:
It was reported that after generator replacement surgery in 2013, a vns patient had picked her incision site and picked her lead wire out. The surgeon resolved the issue. Additional relevant information has not been received to-date.